Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on an unknown date. Customer's blood glucose was 40 mg/dl. Customer stated that they passed out. No further patient complications were reported. Troubleshooting was not performed. The device will be returned for the analysis.